Manufacturer narrative:
The reported events were insulation abrasion, lead fracture and ¿failure to provide therapy¿. As received, a partial lead was returned in two pieces. The reported event of insulation abrasion was confirmed but the reported event of lead fracture was not confirmed. A partial lead was returned in two pieces. Internal insulation abrasions were found at 14.8 ¿ 17.0 cm and 18.7 ¿ 19.1 cm from the distal tip breaching all the lumens. Additional information: h2, h3, h6.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead exhibited no high voltage output and insulation damage. It was noted that the lead fractured. The lead was explanted and replaced. The patient was in stable condition.